Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage power supply on the image intensifier was adjusted as well as g1, g2, g3, g4 on the n field and mag field. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system arced and the images turned completely white. No pt injury was reported.